Manufacturer narrative:
The system was examined and the company representative was unable to replicate the issue. However per the service record (sr), the camera and reticle were found to be slightly off center from the customer¿s microscope, and the alignment of the aberrometer to the microscope was adjusted. Aberrometer camera alignment was tested and verified to be within specification. The aberrometer optics were cleaned and measurements were taken with an artificial eye and found to be within normal range. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A facility representative reported inconsistency with measurements with the intraoperative aberrometer. Additional information has been requested.